Event description:
Ous MDR - after an implantation period of approx. 49 months, ventricular oversensing with inappropriate shocks was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between an approx. 1.5 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analysed. The visual inspection revealed multiple signs of wear. In particular between 22 cm and 10 cm proximal to the lead tip the insulation was multiply rubbed through. These insulation damages can be considered to be the root cause of the reported oversensing which led to shock delivery. The characteristics of this damage indicate an excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally the shock coil was found severely deformed, the conductor cable to the shock coil was partly pulled out of the lead body and the fixation helix showed deformations. These findings most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.